Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported to have injected a patient on both side of the cheeks with 2 mls of juvéderm® voluma® xc and 2 mls of restylane® lyft. The patient was also injected in the lips with juvéderm ultra plus¿. The patient experienced ¿on one side¿ a ¿knot where the doctor extracted red, hot pus,¿ at the injection sites. Over a month later, the patient had needle aspiration and was treated with oral cipro®. The patient has been treated with antibiotics on 2 different occasions. 4 days later, an ¿I & d of abscess¿ was performed. The symptoms have not resolved. This is the same event and the same patient reported under MDR ID# 3005113652-2019-00275 (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspect product, juvéderm voluma® xc.